Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges insulin previously given for correction bolus did not arrive. Customer was admitted to the hospital with ketoacidosis; was treated with insulin infusions to lower blood glucose level. Requested return of the alleged device for evaluation.